Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that when setting the rubber bands the doctor noticed that the bands were not fastening to the varices as usual. He [doctor] felt that the bands felt slack [band not tight enough]. The doctor stopped the procedure. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was not provided to cook for evaluation. However, the customer did return two unopened, unused products from the same reported lot number for evaluation our evaluation of the two unused devices received confirmed difficulty with device function. During our laboratory analysis, the two unopened and unused multi-band ligator devices were each attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands fired as normal however the bands did not constrict as intended. On returned sample number one, none of the six bands constricted as normal upon being fired onto the varices. On returned sample number 2, only the one amber band constricted as normal upon being fired onto the varices. The five black bands did not constrict as normal. After the bands were removed from the varices, some of the bands eventually constricted after a period of approximately 3 minutes. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used device - we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Unused devices - we confirmed the bands did not function as intended. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available